Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Placement signal issue: the clinical details state that the impella was running at p9 with continuous suction. Ps reading 60/39 with flows 4.2 while a line reading 88/64. Pump positioning was confirmed via echo. Due to a lack of data logs or product returned, the cause of the placement signal issue cannot be established. Low or blocked flow: the clinical details state that the impella was running at p9 with continuous suction. Ps reading 60/39 with flows 4.2 while a line reading 88/64. Pump positioning was confirmed via echo. Due to a lack of data logs or product returned, the cause of the low or blocked flow issue cannot be established.

Manufacturer narrative:
The impella device was disposed of by the customer when it was explanted and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 was running at p9 with continuous suction. The placement signal reading was 60/39 with flows of 4.2 while a line was reading 88/64. The placement signal waveform was visible on the automated impella controller screen after the issue occurred. The pump positioning was confirmed via echocardiogram. The patient is stable.